Manufacturer narrative:
The device was received with the cannula assembly fully deployed, the needle completely retracted, and the pink slide insert was visible in the viewing window. The downloaded data indicates that the pod completed both its first and second priming sequences and ran for 54 pulses before being deactivated. The needle mechanism was reset and was re-deployed. All needle mechanism components appeared normal both before and after reset and re-deployment, and the needle was able to re-deploy as intended. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 53. Warning: ¿check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.¿

Event description:
It was reported the needle deployed early. The pod was not worn.